Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated alarm 38 motor stall events, including consecutive stalled motor errors, despite multiple restarts; a dry run completed to 120 units without issue, the pump chamber was clear of foreign objects, and a full supply change with cd sets resolved the alarms. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects. Outcomes included no interruption requiring medical care and no hospitalization. Investigation included a guided troubleshooting session, a successful dry run to confirm delivery function, inspection for obstructions, and a full supply and infusion set change. Investigation of this case revealed no mechanical obstruction in the pump chamber and indicated that replacing disposable components and restarting restored normal function, consistent with a transient motor stall alarm condition. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce the stall after supply change and dry run. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.